Event description:
Consumer reported via e-mail stating that when she opened one of her tampons, the string was cut short and about half the size it should be. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.